Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia reported battery cap and battery cap contacts were damaged. Customer was also reported crack on insulin pump. The customer reported blood glucose value of 70 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was partially performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Troubleshooting was performed for battery cap damage issue and the damage was on metal contacts. A replacement battery cap will be provided to the customer. Troubleshooting was performed for cosmetic damage and customer was advised to replace the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Cosmetic damage was confirmed at side of the pump. Unable to confirm battery cap contact missing/damaged due to receiving pump with no battery cap. Unable to confirm battery cap broken/cracked/damaged due to receiving pump with no battery cap. No device problem found during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.